Event description:
This procedure is part of the (B)(6) study and was performed in (B)(6): during the plaque excision portion of the procedure a grade c dissection was noted. This was a core lab observation adjudicated by the clinical event committee (cec) as related to the silverhawk device. No injury was reported at the time of the procedure.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.